Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection, dissection and anastomosis of endoscopic surgery, radical operation of lung cancer for patient, after installing the reload, the stapler was unable to fire. The staples were replaced to complete the case. There was no effect on patient.